Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider reported that the implantable neurostimulator (ins) was not working. There were no patient symptoms reported. The patient was indicated for radiculopathy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.